Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited no image due to deterioration of the connector. In addition, the sound of the rotating fan was not stable due to poor contact of the fan. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the event reported like as " endoscope image was not displayed" was caused by a deterioration of the output connector and the event "the rotation sound of the fan was not stable" due to poor contact of the fan. Olympus will continue to monitor field performance for this device.